Event description:
It was reported that during a lap chole procedure, the device jaws would not close completely and fired malformed clips. The clips were gaping open at the ends and fell into the abdomen. The stapes were retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.